Event description:
Pt was offered a position having excelled in school, and internships through the honor's program. Pt accepted offer; loved work; and, did well. Pt's section handled and settled personal claims typically totaling in the millions. However, pt soon concluded that certain unethical and possibly illegal activities were occurring. Although pt would not participate in these activities and remained silent, pt was present. Pt's unwillingness to "go with the flow" was unacceptable to others in the section. Increasingly they made work situation more difficult and uncomfortable. Due to situation, pt began to feel intense pressure, as if they were carrying a great burden on shoulders. Pt did not exhibit any signs of typical clinical depression. Pt was very productive, ate and slept regularly, and cared for appearance. However, pt wanted a respite from the intense pressure felt. Therapist suggested that ect might help. He was unsure, knowing only that ect was reportedly effective in the treatment of the manic part of bi-polar disorder. Pt referred to a psychiatrist and neurologist who administers ect. Dr evaluated pt to determine if they were suitable candidate for the procedure. When dr concluded that pt was, pt stressed that they only wanted something to "lift the load" and not something that would impair ability to function well in their profession. Dr advised that pt could have some memory loss; it would be minimal and disappear in 1-2 weeks; and would not compromise legal abilities. It was agreed that pt would request a one-week leave of absence. During this time, pt would receive 2-3 ect treatments. Pt received first ect treatment. Pt has never been able to return to work and receives disability benefits because of memory loss. After the second ect treatment, pt felt very relaxed and great. Dr however, continued to administer the treatments. After the third treatment, pt's situation deteriorated. When questioned the advisability of continuing with the ect, dr stated that pt had to get worse before they would get better. Pt was very concerned about deteriorating condition, but continued with the ect based on dr's assurances. Finally, after about 26 treatments, any add'l ect was halted and pt refused to continue with dr. The consequences of the ect treatments have been catastrophic. To date, five years later, pt's memory is still very poor. During the ect treatments, pt, for the first time ever, started to develop symptoms of typical clinical depression. Pt slept constantly and took poor personal care of themself. Since dr insisted that she be pt's only physician, it was not until after the treatments when pt returned to their original therapist that the situation began to improve. Pt's original therapist started pt on a regimen of 2 antidepressants, which have decreased pt's need to sleep and lightened depression. However, pt still needs about 12 hrs of sleep per night. During the ect treatments, pt developed and continues to experience severe spasms in limbs, sometimes causing their entire body to lift off of the bed. Pt has great difficulty with memory and does not recognize friends of many years that they saw regularly before the ect treatments, which is one reason pt avoids going out. Another is that pt forgets where they are or where they are to meet someone. Initially, pt constantly forgot what they were saying in mid-word. Countless times store security has been used to locate pt. Pt still forgets phone numbers and addresses and will go in a direction opposite from their destination. Pt wears a waist pouch because they have left their handbag and credit cards in stores, restaurants, and other places. Pt could watch the same movie three days in a row and not remember anything from the previous viewing. The ect treatments had severe effects on more than just pt's memory. Pt's abilities to focus and be organized are severely impaired and they become easily bored. Although the level of pt's daily functioning has improved, pt's deficits are still apparent and more so the longer a person spends with them. The ect has robbed pt of their skills, intelligence, and interests. Pt was very adept at manual projects, but the damage from the ect has impaired motor skills as well. One of the worst results has been the reactions of people who knew pt before the ect. Pt is such a different person now, that people cannot help but comment on pt's shortcomings. Pt even speaks slower and, basically, cannot handle two tasks at the same time, such as driving and talking. Although hosp assured pt prior to pt's undergoing ect that each treatment would require no more than a $50 out-of-pocket payment, the uncovered charges were huge. Dr and hosp are pt's insurance providers, but the anesthesiologists were not, so pt received add'l higher fees for their svs. Pt's spouse finally wrote hosp, dr and the anesthesiologists advising that they held them responsible for the damage the ect had caused. Spouse received a written apology from hosp in which the hosp zeroed pt's account. In addition, neither dr nor the anesthesiologists ever requested payment of their outstanding balances or took legal action to collect. After the treatments, dr stated that ect should only be used as a "last resort". Pt's situation prior to the ect certainly did not place them in that category. Had dr opted to try a combination of medications, as pt's psychiatrist successfully did, then ect treatments would have been a moot issue and pt would still have pt's "brain". When pt signed the initial consent form, hosp knew that pt expected to return to work in a week and expected insignificant memory loss at most. Nothing hosp told them at the time was contrary to this understanding. However, hosp's website, created after pt's ect treatments, explains at great length the possible side effects and, also, stresses that alternative options should be tried before resorting to ect. (Continued in b6)